Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Nurses are saying that the ll connector piece that turns to attach to the IV is very hard to turn this results in sometimes not getting it attached properly. They think it is but then it leaks and they have a bloody mess to deal with, even worse the patient sees it and gets worried.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported luer lock issues, and returned 2 samples mp5314-c, lot 24019372. Upon initial visual examination, the sets had no defects or abnormalities. The sets were tested at 10 psi for 30 seconds to test if the connection was airtight, and the sets passed. There were no issues found with the luer lock connections. No other issues were found with the sets. The root cause could not be traced to the manufacturing process, and the root cause is officially unknown. There is a possibility the root cause for the luer lock issues is clinical practice related, and the clinical team was notified. Device history record review for model mp5314-c lot number 24019372 was performed. The search showed that a total of 43,203 units in 1 lot number was built on 31jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.